Manufacturer narrative:
Investigation summary: the device was received and evaluated. The device is over 3 years old and is worn but in as expected condition. Visual inspection under magnification reveals no anomalies on the device. The device was tested and the jaws open and close as expected. A piece of suture was placed in the jaws and the jaws were closed. The suture was held tightly in the jaws of the device. This procedure was repeated several times to confirm the continuity of function. This failure cannot be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was using the artho pierce to grab suture, to pass back through the rotator cuff. When he tried to open the jaws, there was a small "snap" sound, and the jaws would no longer open. The instrument was taken out of the cannula and tested several times. The jaws would either not open, open but not close, open but not close all the way, or not open all the way. We replaced the instrument with a backup and the procedure continued on. There was not patient consequence. This is report 1 for 1 (B)(4).